Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a velys attune total knee replacement, as the femoral component was being impacted onto the femur, debris came off the black plastic impactor and into the wound. This was quickly identified, removed with forceps and the procedure completed uneventfully. No negative patient impact, no delay to surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "during a velys attune total knee replacement, as the femoral component was being impacted onto the femur, debris came off the black plastic impactor and into the wound. This was quickly identified, removed with forceps and the procedure completed uneventfully." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that attune system impactor (254411003) had not broken. As per the photo received, reported condition cannot be confirmed. Review of provided photo shows the device however without having actual device for evaluation reported condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune system impactor would not contribute to the complained device issue. Based on the investigation findings, potential cause cannot be attributed to and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary during a velys attune total knee replacement, as the femoral component was being impacted onto the femur, debris came off the black plastic impactor and into the wound. This was quickly identified, removed with forceps and the procedure completed uneventfully. No negative patient impact, no delay to surgery. Item was part of a consigned instrument set. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did not found signs of breakage, however the distal portion of the attune system impactor shows signs of severe scratches. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune system impactor would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "during a velys attune total knee replacement, as the femoral component was being impacted onto the femur, debris came off the black plastic impactor and into the wound. This was quickly identified, removed with forceps and the procedure completed uneventfully." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that attune system impactor (254411003) had not broken. As per the photo received, reported condition cannot be confirmed. Review of provided photo shows the device however without having actual device for evaluation reported condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune system impactor would not contribute to the complained device issue. Based on the investigation findings, potential cause cannot be attributed to and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.